Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The DHR was reviewed and an mrr was found for nibs on top of parts. The parts were reviewed by the me and qe and accepted as conforms because the incorrect visual standard was used that caused the mrr. This nonconformance is not relevant to this complaint condition because the nonconformance is for a nib found at the opposite end of the screwdriver shaft that goes into the handle.

Event description:
It is reported that during a lumbar pedicle screw insertion at level 4 on (B)(6) 2013, a 3 mm tip of the hexagonal screwdriver broke while it was inserted into the transconnector portion of the construct. The tip of the suspect screwdriver had fallen into the operative site but was retrieved with a bayonet forcep. A replacement hexagonal screwdriver was used to complete the desired task. No patient injury was reported. No delay to procedure. This is 1 of 1 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. The returned driver is missing the driver tip. The liberated piece is not included with the return. Except for this breakage, the instrument is good condition. The chu engineer reviewed the associated drawings 338-31 rev f and 33-31-1 rev b: these drawings callout the appropriate dimensions, materials, and finishing processes for a successful 2.5mm driver. Mechanical testing, mt09-092, shows this driver capable of driving the set screws to 5.85 plus or minus .111 nm. In addition, pd learned the torque required to secure the transverse bar to the rod by tightening the set screw is 2 nm. The transverse bar and transconnectors use the same set screw and 2.5 mm driver. The surgeon perception of a secure construct is the same as transverse bars and transconnectors. The risk analysis for pangea deformity and dual core uss rev b adequately addresses this hazard. The instruments torque capability is significantly more than the amount of torque required to securely tighten a set screw of a transconnector or transverse bar.